Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the returned product identified no apparent malfunction with the implant. The implant had the appeaance of dried blood, debris inside the implant drive feature, and signs of use. Product matched print specification when compared to product drawing. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. No pre-existing conditions were noted on the product experience report (per). The implant had been placed on tooth # 29 for approximately 4 years. The customer did not provide any pictures or x-rays. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complainant reported that the implant was removed due to pain and numbness. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes' h6: evaluation codes h10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Last name unknown / not provided. Additional PMA/510(k) number ¿ k011028/k013227.

Event description:
It was reported by customer that the implant was removed due to pain and numbness.